Event description:
Information was received indicating that during use of smiths medical cadd medication cassettes, the smiths medical cadd legacy plus pumps exhibited. No disposable" alarms. It was reported that leaking, delays and early ending infusions were also occurring. No adverse patient effects were reported.